Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The products were not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because this incident was based on a review article, and no device/lot information was provided. The reported hospitalization or prolonged hospitalization is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of procedure estimated as (B)(6) 2014 . Date of implant estimated as (B)(6) 2014. The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI is unknown due to the part/lot number was not provided. Article title: short-term outcomes following urgent transcatheter edge-to-edge repair with mitraclip in cardiogenic shock.

Event description:
This is being filed to report the hospitalization. It was reported through a research article identifying mitraclip that may be related to hospital readmission. Specific patient information is documented as unknown. Details are listed in the attached article: short-term outcomes following urgent transcatheter edge-to-edge repair with mitraclip in cardiogenic shock. No additional information was provided.